Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. Lot and serial number was not provided; therefore, a device history record review could not be conducted. No additional information was provided regarding the status of the patient.

Event description:
Low iop (0-5 mmhg).